Event description:
Customer reportedly received results of 34mg/dl and 54mg/dl on the accu-chek inform system within 10 minutes on a neonate. The neonate was treated with dextrose/saline solution. No death or serious injury reported. Product is not available for return or evaluation.